Manufacturer narrative:
Age at time of event: patient reported to be a "senior". The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: result - no samples or photos were returned for evaluation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- bd was not able to duplicate or confirm the customer's indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that during injection, the needle of the suspect device broke and seemed to remain in the patient's body. The patient reports that he usually tries to pull the needle straight out but he thinks this time he pulled it out on a tilt. When the needle was pulled away, it was missing from the hub. The patient believes the needle got caught and broke in the site because the skin in that area got harder. The following day, the patient went to the hospital for an x-ray but doctor recommended an echo, which did not detect the broken needle.